Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that, on (B)(6) 2019, dr. Was fixing a distal tibia fracture. During the implanting of two different screws, the screws snapped and broke in half. Additionally during drilling, the tip of the drill bit broke in the patient's body. The procedure was completed successfully, and no adverse consequences or surgical delay were reported.

Event description:
It was reported that, on (B)(6)2019, dr. Was fixing a distal tibia fracture. During the implanting of two different screws, the screws snapped and broke in half. Additionally during drilling, the tip of the drill bit broke in the patient's body. The procedure was completed successfully, and no adverse consequences or surgical delay were reported.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided despite multiple attempts. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.